Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens broke during surgery. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner; however, a photograph was provided for review. The picture shows the injector placed in front of the system pack, with the loading bay and the nozzle broken off, and placed next to the rest of injector body. Lens is not shown in the picture therefore it is not possible to verify the reported damage. The rayone IFU includes the following statement within the "warnings" section - "do not attempt to disassemble, modify or alter this device or any of its components, as this can significantly affect the function and/or structural integrity of the design". The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that the surgeon experienced resistance during lens injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone aspheric rao600c batch 024233790 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 024233790. There is insufficient evidence and information available to establish root cause.

Event description:
On 9th june 2026, rayner received notification from a healthcare profesisonal in india of an event that occurred during use of rayone aspheric rao600c. The event description provided states that the lens broke during surgery necessitating iol explantation and exchange.